Event description:
"Caller alleged discrepant results compared with the lab. The as follows:" date: (B)(6) 2010, inratio: 1.6, lab: 2.54. Client reports, previous testing over the past few months has shown a pattern of testing results with greater than 30% difference to that of the lab (no specific numbers available). Client says that the pts have not had medication, diet or health changes. Time between meter to lab draw is less than 5 minutes.

Manufacturer narrative:
Investigation pending.